Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for cardioversion. The physician performed dft testing and the patient was successfully induced into ventricular arrhythmia. The device charged and attempted to deliver a 25j shock, however the shock did not convert the patient's rhythm. The second attempt to convert was also unsuccessful. External defib was used. An alert for possible high voltage lead issue was received. Lead was explanted.